Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 522 mg/dl at the time of incident. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The product will not be returned for analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Adverse event has been updated to serious injury from malfunction.

Manufacturer narrative:
Inspected 1 opened or used sensor and found cannula bent at sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened or used. Customer did not return insertion needle.